Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, intermittent sensing and under sensing was noted on the right atrial (ra) lead. The lead was repositioned on (B)(6) 2020. The patient did not experience any adverse consequences.